Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, flat creases. A leak test and microscopic analysis were performed, which identified the device had no leak. And an observed, void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. Based on the device analysis, the final assessment is: no leak observed, on the device.

Event description:
Device has been explanted.